Event description:
It was reported by the patient that their right ventricular lead was "broken" and that a programming change had been made and now the patient could "feel the device doing" something at different times. It was indicated that the pacing polarity for the lead had been reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.